Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure micro insert had migrated"), embedded device ("left essure micro-insert had migrated, and was found to have perforated and embedded itself within her uterus") and tooth abscess ("dental abscess") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, embedded device (seriousness criterion medically significant), tooth abscess (seriousness criterion medically significant), menorrhagia ("abnormal heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), abdominal pain lower ("severe abdominal cramping during menstruation"), arthralgia ("hip pain"), back pain ("lower back pain"), uterine pain ("severe uterine pain during menstruation"), migraine ("migraines"), depression ("worsening of depression"), anxiety ("anxiety"), fatigue ("chronic fatigue"), dental caries ("dental decay"), tooth fracture ("cracked teeth"), weight increased ("weight gain"), adenomyosis ("uterine endometriosis"), uterine leiomyoma ("fibroids /uterine fibroids"), cyst ("cysts"), dyspareunia ("painful intercourse"), endometriosis ("endometriosis") and fallopian tube cyst ("paratubal cysts"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, tooth abscess, menorrhagia, abdominal pain lower, arthralgia, back pain, uterine pain, migraine, depression, anxiety, fatigue, dental caries, tooth fracture, weight increased, adenomyosis, uterine leiomyoma, cyst, dyspareunia, endometriosis and fallopian tube cyst was resolving. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, back pain, cyst, dental caries, depression, device dislocation, dyspareunia, embedded device, endometriosis, fallopian tube cyst, fatigue, menorrhagia, migraine, tooth abscess, tooth fracture, uterine leiomyoma, uterine pain and weight increased to be related to essure (ess205). The reporter commented: patient's physician advised her that uterine endometriosis, uterine fibroids, and paratubal cysts were also found and subsequently removed during surgery. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure micro insert had migrated"), uterine perforation ("left essure micro-insert had migrated, and was found to have perforated and embedded itself within her uterus, perforation (uterus)") and tooth abscess ("dental abscess") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included surgery, lipoma, multigravida, parity 3 and c-section (2). Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included pruritus with morphine. Concurrent conditions included retroverted uterus, nickel sensitivity, latex allergy, smoker, hot flashes and loose stools. Concomitant products included oxycodone. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / prolonged menstruation / abnormal menstruation, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe abdominal cramping during menstruation, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced fatigue ("chronic fatigue"). On (B)(6)2013, the patient experienced headache ("migraines / headaches"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth abscess (seriousness criterion medically significant), arthralgia ("hip pain"), back pain ("lower back pain"), uterine pain ("severe uterine pain during menstruation"), migraine ("migraines / headaches"), depression ("worsening of depression"), anxiety ("anxiety"), dental caries ("dental decay"), tooth fracture ("cracked teeth"), weight increased ("weight gain"), adenomyosis ("uterine endometriosis"), uterine leiomyoma ("fibroids /uterine fibroids"), cyst ("cysts"), endometriosis ("endometriosis"), adnexa uteri cyst ("paratubal cysts") and allergy to metals ("nickel allergy"). The patient was treated with ibuprofen, surgery (laparoscopic-assisted total vaginal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, tooth abscess, menorrhagia, dysmenorrhoea, arthralgia, back pain, uterine pain, migraine, depression, anxiety, fatigue, dental caries, tooth fracture, weight increased, adenomyosis, uterine leiomyoma, cyst, dyspareunia, endometriosis and adnexa uteri cyst was resolving and the vaginal haemorrhage, headache and allergy to metals outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, anxiety, arthralgia, back pain, cyst, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, tooth abscess, tooth fracture, uterine leiomyoma, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient's physician advised her that uterine endometriosis, uterine fibroids, and paratubal cysts were also found and subsequently removed during surgery. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes (B)(6) 2016 : transvaginal ultrasound : impression: proximal migration coil left fallopian tube with proximal coil extending into the endometrial canal. Trace free fluid about right ovary which may be related to phase of menstruation. Findings: transabdominal images demonstrate uterus to be heterogeneous in echotexture and lobular in appearance measuring 6 2 x 6.1 x 4.5 cm for uterine volume a8.9 cc. Bladder poorly distended. Ovaries not clearly identified. Shadowing from coil left fallopian tube identified. Endovaginal examination demonstrates retroflexed uterus with cervix 3.7 cm in length. Uterus measures 7.8 x 5.2 x 5.8 cm for uterine volume 122.6 cc. Coils noted in region fallopian tubes bilaterally. Small amount of fluid in the endometrial canal with an area which is hyperechoic and shadows which appears to represent migration of coil proximally left fallopian tube extending into cornu endometrial canal. Right fallopian coil positioned within proximal portion of fallopian tube does not extend into the uterine fundus. Endometrial stripe measures 10-11 mm. Right ovary measures 2.6 z 3.6 x 2.3 cm for right ovarian volume of 11.2 cc. No mass or dominant follicle. Normal flow. Trace amount of free fluid about. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, back pain, depression, dysmenorrhea. Dyspareunia" most recent follow-up information incorporated above includes: on (B)(6) 2018: case became medically confirm. Historical and concomitant condition, lab data added from medical record. On (B)(6) 2018: pfs received: new reporter, patient demographic information, product indication, onset date updated, new events vaginal haemorrhage, headache, allergy to metals and device monitoring procedure not performed added. On (B)(6) 2018: processed with fu2 on (B)(6) 2018: processed with fu2 incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.